Event description:
Report received indicated that the patient developed an itchy, red rash under the tape border only. The patient has tried other products, and discussed additional ostomy care routines with the wound care nurse. It is also stated that the patient planned to visit a dermatologist. No further info was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Devices listed in this report are used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4) . The data presented is from three different product applications. The report states that there are no significant trends.